Event description:
It was reported that the printer was unable to print from the programmer, that the status read "overheated." The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device has a printer overheat message. Burnt capacitors found on a printed circuit board. Left keyboard hinge broken. Display drops.